Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2024. No further investigation is required.

Event description:
On february 26, 2024, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made on (B)(6) 2023.